Manufacturer narrative:
Continuation of d10: product ID: 977c190, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(6), ubd: 23-may-2027 and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the patient (pt) is getting x-rays because pt and their healthcare provider are concerned that the leads are not in place anymore after the surgery was done (agent understood as the leads were not in the same place they were when they were first implanted). Caller states the patient's healthcare provider believes the leads are still in the epidural space but not in the right location for pain management. Caller unable to confirm which leads/spinal cord stimulator are in question.